Event description:
When he went to insert the gelfoam, it tore into pieces [device malfunction] , . Case narrative:this is a spontaneous report from physician via a pfizer a company representative a (B)(6) patient of an unspecified ethnicity and gender started to receive absorbable gelatin (gelfoam), from an unspecified date in 2014 to control bleeding. Medical history and concomitant medications were not reported. The physician reported that during a trans-nasal approach for a tumor in the mid brain, as he went to insert the gelfoam, it tore into pieces: he was unable to make the product perform against the bleeding. The nurse at the hospital stated it does not hold up as well as pfizer competitor: sub-optimal performance and it peeled away. The action taken with absorbable gelatin and the outcome of the event was unknown. Since the device is not being returned, evaluation for a malfunction is not possible. No follow-up attempts needed. No further information expected., comment: based on the information available, direct, testable, forensic, empirical evidence was not provided to rule out that the device malfunctioned (including impact to the finished device) and the malfunction of the device or a similar device marketed by pfizer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. This case will be reassessed as and when additional information becomes available.

Event description:
Event verbatim [preferred term] when he went to insert the gelfoam, it tore into pieces [device malfunction]. Case narrative:this is a spontaneous report from physician via a pfizer a company representative a 16-year-old patient of unspecified gender started to receive absorbable gelatin (gelfoam), via an unspecified route of administration on (B)(6)2014 to control bleeding. Medical history and concomitant medications were not reported. The physician reported that during a trans-nasal approach for a tumor in the mid brain, as he went to insert the gelfoam, it tore into pieces on (B)(6) 2014: he was unable to make the product perform against the bleeding. The nurse at the hospital stated it does not hold up as well as pfizer competitor: sub-optimal performance and it peeled away. The action taken with absorbable gelatin and the outcome of the event was unknown. Since the device is not being returned, evaluation for a malfunction is not possible. Product quality complaint group conclusions were provided. UDI number (B)(4) was analyzed. There were no corrective actions identified as a result of this complaint investigation. All reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. The review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Lot number was not available no follow-up attempts needed. No further information expected. Follow-up (26apr2018): this is a follow-up spontaneous report received from a product quality complaint group. New information included: corrective action and conclusion. Uid number was provided. Amendment: this follow-up is being submitted to amend previously reported information: updated type of follow-up report. Amendment: this follow-up is being submitted to amend previously reported information: updated therapy dates of gelfoam., comment: based on the information available, direct, testable, forensic, empirical evidence was not provided to rule out that the device malfunctioned (including impact to the finished device) and the malfunction of the device or a similar device marketed by pfizer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. No change in previous assessment based on additional information received.

Event description:
Event verbatim [preferred term] when he went to insert the gelfoam, it tore into pieces [device malfunction] , . Case narrative:this is a spontaneous report from physician via a pfizer a company representative a 16-years-old patient of an unspecified ethnicity and gender started to receive absorbable gelatin (gelfoam), from an unspecified date in 2014 to control bleeding. Medical history and concomitant medications were not reported. The physician reported that during a trans-nasal approach for a tumor in the mid brain, as he went to insert the gelfoam, it tore into pieces: he was unable to make the product perform against the bleeding. The nurse at the hospital stated it does not hold up as well as pfizer competitor: sub-optimal performance and it peeled away. The action taken with absorbable gelatin and the outcome of the event was unknown. Since the device is not being returned, evaluation for a malfunction is not possible. Product quality complaint group conclusions were provided. UDI number 10300090342019 was analyzed. There were no corrective actions identified as a result of this complaint investigation. All reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. The review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Lot number was was not available no follow-up attempts needed. No further information expected. Follow-up (26apr2018): this is a follow-up spontaneous report received from a product quality complaint group. New information included: corrective action and conclusion. Uid number was provided., comment: based on the information available, direct, testable, forensic, empirical evidence was not provided to rule out that the device malfunctioned (including impact to the finished device) and the malfunction of the device or a similar device marketed by pfizer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. No change in previous assessment based on additional information received.

Event description:
Event verbatim [preferred term] when he went to insert the gelfoam, it tore into pieces [device malfunction] , . Case narrative:this is a spontaneous report from physician via a pfizer a company representative a 16-years-old patient of an unspecified ethnicity and gender started to receive absorbable gelatin (gelfoam), from an unspecified date in 2014 to control bleeding. Medical history and concomitant medications were not reported. The physician reported that during a trans-nasal approach for a tumor in the mid brain, as he went to insert the gelfoam, it tore into pieces: he was unable to make the product perform against the bleeding. The nurse at the hospital stated it does not hold up as well as pfizer competitor: sub-optimal performance and it peeled away. The action taken with absorbable gelatin and the outcome of the event was unknown. Since the device is not being returned, evaluation for a malfunction is not possible. Product quality complaint group conclusions were provided. UDI number (B)(4) was analyzed. There were no corrective actions identified as a result of this complaint investigation. All reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. The review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. Lot number was not available no follow-up attempts needed. No further information expected. Follow-up (26apr2018): this is a follow-up spontaneous report received from a product quality complaint group. New information included: corrective action and conclusion. Uid number was provided. Amendment: this follow-up is being submitted to amend previously reported information: updated type of follow-up report., comment: based on the information available, direct, testable, forensic, empirical evidence was not provided to rule out that the device malfunctioned (including impact to the finished device) and the malfunction of the device or a similar device marketed by pfizer would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. No change in previous assessment based on additional information received.